Event description:
Customer reported that the cartridge slide was worn, causing issues with cartridge changes. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken.